Manufacturer narrative:
Complaint no: (B)(4). This is report 2 of 3. The sample is not available. A review of all batch record documents was performed for potentially associated lots gd893305 and gd893149 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, the patient contacted baxter technical services with a question about his therapy. During the conversation, the patient stated he had peritonitis. On (B)(6) 2013, product surveillance spoke with the peritoneal dialysis registered nurse regarding the peritonitis event. The following information was reported. In (B)(6) 2012, the patient began automated peritoneal dialysis (apd) therapy. The patient primarily performs therapy using the cycler, but has been trained to perform manual therapy as a backup. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was initially treated with gentamicin intraperitoneally (ip) and then switched to vancomycin ip. The patient was not hospitalized for this event. Peritoneal dialysis (pd) therapy was ongoing. The patient was recovering from the peritonitis event. The nurse stated the peritonitis was unrelated to any baxter disposable, device or pd solutions.

Manufacturer narrative:
(B)(4). This report was not confirmed and the cause was not identified, as no sample was returned to baxter. Also the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue. A review of manufacturing records (for potentially associated lots) revealed no issues nor deviations from standard procedure.